Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney disease/toxicity, shortness of breath. Medical intervention was not specified. No patient information was provided. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow- up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging kidney disease/toxicity, shortness of breath. Medical intervention was not specified. No patient information was provided. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. There was one error codes found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. Box b: adverse event or product problem has been corrected. Product brand name (rfb) has been corrected. Box e: initial reporter details has been updated. Box g: report source - other has been updated. Section h6 was updated.